Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device declared a lead safety switch (lss) due to high out of range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 3000 ohms. Noise and oversensing were observed before the lss. The reported observations occurred shortly after implant. Troubleshooting was performed; no capture was achieved at maximum outputs, and noise was reproduced in the bipolar configuration. The rv lead also exhibited high pacing thresholds. Subsequently, a revision procedure was performed and insulation damage was visualized. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt as out quality assurance laboratory. Visual examination identified insulation damage in the area approximately 236-240 mm from the terminal pin. Resistance testing found the lead was fractured and an x-ray of the lead confirmed the fracture was of the outer coil and in the same area as the observed insulation damage. Due to the location and type of damage, it was concluded this lead was likely damaged by entrapment in the clavicle/first rib region.

Event description:
This supplemental report is being filed as the device evaluation was completed.